Event description:
It was reported the pt had an increased recharge burden over time. The sjm rep met with the pt and confirmed the recharge burden did not match the pt settings and diagnostics. It was reported the pt would need to recharge every 22 days; however, the pt reported she had to recharged every 4 days. The physician opted to replace the ipg. It was reported the pt received effective stimulation postoperative.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.